Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection performed and no visual damages were observed on the returned device, is important to mention that the packaging was not returned.

Event description:
It was reported that a intellanav mifi open-irrigated had the outer box and the interior plastic bag bent and kinked, the sterile barrier may have been broken. This catheter was not used during any procedure and no patient was involved. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated had the outer box and the interior plastic bag bent and kinked, the sterile barrier may have been broken. This catheter was not used during any procedure and no patient was involved. The device is expected to be returned.